Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml, lot number 73h1500436 investigations did not show issues related to the complaint. The device is reportedly unavailable for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: the clips are not closing. The patient's condition was reported as fine.